Manufacturer narrative:
Date sent to the FDA: 9/14/2020. Additional information: a1, a2, b7, d1, d3, d4, g1, g2.

Manufacturer narrative:
Date sent to the FDA: 9/25/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery and removal surgery on (B)(6) 2017 during which the surgeon noted ¿it had herniated out in the hernia sac, causing a mesh-lined hernia sac and recurrent hernia. The mesh was not incorporated into the fascial planes and was removed.¿ it was reported that the patient experienced severe pain, recurrence, bulging, adhesions, nausea, inflammation, stress and anxiety. No additional information is provided.